Event description:
On (B)(6) 2025, the device was tested per quality control procedure by a solventum service center, and the device passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2025, the device was placed with the patient. On (B)(6) 2025, the device was tested per quality control procedure by solventum quality engineering, and no failures were found with the device related to this event.

Event description:
On (B)(6) 2025, the following information was provided by the patient: the activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring allegedly made her wound worse. On 22-oct-2025, the following information was provided by the medical assistant: on(B)(6) 2025, the patient was seen in the office and reported malfunctions with the activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring, including fluid accumulation under the v.a.c.® drape. The wound exhibited redness and signs and symptoms of infection, along with fluid collection beneath the v.a.c.® drape. The patient required overnight hospitalization for observation and was treated with intravenous antibiotics. V.a.c.® therapy was discontinued. The patient is improving. On 15-aug-2025, the device was tested per quality control procedure by a solventum service center, and the device passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2025, the device was placed with the patient. On (B)(6) 2025, the device was tested per quality control procedure by solventum quality engineering, and no failures were found with the device related to this event.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the reported wound worsening, hospitalization, and infection requiring intravenous antibiotics are related to the activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring. Prior to placement of v.a.c.® therapy, the patient had a history of preexisting infection and uncontrolled diabetes. The patient¿s provider emphasized the importance of diabetes management to prevent further wound complications. The device passed the quality control checks prior to patient placement, and no failures were found with the device related to this event. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. -assess for osteomyelitis and, if present, treat accordingly. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.